Event description:
In an article titled "back trouble", 47 former patients have filed lawsuits against (B)(6). The lawsuits relate "to procedures that have not been performed at the hospital for nearly three years, by physicians who no longer work at the hospital. The procedure is commonly known as plexiglass, was not an approved treatment in humans and did not work when used in experiments on pigs". The "plexiglass surgery was described as an alterative to traditional disc fusion surgery. The primary substance in the injections is polymethylmethacrylate, pmma. The cement-like plexiglass would be heated, combined with an antibiotic and barium, injected into the space between compressed or compromised discs and later harden. The lawsuits allege that the slurry ended up leaking, fracturing, disintegrating and migrating elsewhere, damaging nerve structures and bone. Once injected the plexiglass is virtually impossible to completely remove from disc space". The lawsuits state that now patients contend they have suffered permanent injury and are in constant pain, since the surgeries. They rely on narcotic medication or other pain-relieving remedies. The article does not make direct reference to medtronic products; however, a medtronic sales rep alluded that the access tools and ibts may have been used by the physician. Products were used to access the disc space and inject bone cement. No further information was reported.

Manufacturer narrative:
(B)(6). Report source: article titled "back trouble" by colleen heild. Eval method: follow-up with author.